Event description:
A loss of therapeutic effect with an implantable neuro stimulator (ins) was reported. The patient was able to get control of symptoms, but the therapeutic effect would be sufficient for only 6-8 weeks and the ins would need to be reprogrammed. Sustainability of therapeutic effect had decreased by 2010 to where symptom control lasted 5-7 days before programming was needed. It was reported that lead impedance measurements indicated an open circuit on electrode 0 for the left lead, and high out-of-range impedances for some vectors for the right lead. The ins was replaced. Refer to manufacturer report # 3004209178-2012-08860.

Manufacturer narrative:
Product ID, 748266 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 748266 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37601 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type implantable neurostimulator product ID, 3387s-40 lot# v013886 serial#, implanted: 2007 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v013886 serial#, implanted: 2007 (B)(6), explanted: product type lead. (B)(4).